Manufacturer narrative:
F2203. A review of the device history record has been completed. No deviations or non-conformances noted. The event of "capsular contracture, baker grade unknown" is a physiological complication. And analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture, baker grade unknown.

Event description:
Patient reported, left side "possible rupture" via mammogram. And capsular contracture, baker grade unknown. Healthcare professional later confirmed, capsular contracture, baker grade unknown. And no rupture. Device has been explanted.